Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 3 had failed and was unable to recover. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height (fh) main drawer 3 was failed. A field service engineer (fse) removed the back panel and found latch sensor light was off on controller board. Fse inspected the latch assembly and magnet is missing from inseparable. So, the fse replaced inseparable and reassembled device then rebooted and latch sensor light came on when drawer was closed during reboot. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 3 had failed and was unable to recover. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.